Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 15 november 2023, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for an atrial septal defect (asd) case using a 10f amplatzer trevisio intravascular delivery system. During procedure, patient was under general anesthesia (ga), during the deployment of 30mm cribriform, the device had a bulbous appearance. The 30mm cribriform was re-prepared and put in the place for the second time, there was approximately 4-5 screens/ 30-45 seconds of st elevation from air in the right coronary artery (rca). The implanter suspected the cause of st elevation was air embolus and there was a persistent leak around the distal end of the device and through the device. The case of air embolus was the residual air from flushing the system. There was no intervention for the st elevation. All other vital remained stable. Patient remind hemodynamically stable and ECG (electrocardiogram) returned to normal within 1-2 minutes. During the deployment, the device had a bulbous appearance. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment. The was no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer septal occluder was chosen and implanted using the same 10f delivery system. The patient required a prolonged procedural time to complete case. The patient was reported stable and recovering.

Manufacturer narrative:
An event of st elevation during the procedure suspected to be due to air embolism was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the cause of air embolus was the residual air from flushing the system. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 15 november 2023, a 30mm amplatzer multi-fenestrated septal cribriform occluder was chosen for an atrial septal defect (asd) case using a 10f amplatzer trevisio intravascular delivery system. During procedure, patient was under general anesthesia (ga), during the deployment of 30mm cribriform, the device had a bulbous appearance. The 30mm cribriform was re-prepared and put in the place for the second time, there was approximately 4-5 screens/ 30-45 seconds of st elevation from air in the right coronary artery (rca). The implanter suspected the cause of st elevation was air embolus and there was a persistent leak around the distal end of the device and through the device. The case of air embolus was the residual air from flushing the system. There was no intervention for the st elevation. All other vitals remained stable. Patient remained hemodynamically stable, and electrocardiogram (ECG) returned to normal within 1-2 minutes. During the deployment, the device had a bulbous appearance. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment. There was no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer septal occluder was chosen and implanted using the same 10f delivery system. The patient required a prolonged procedural time to complete case. The patient was reported stable and recovering.